Manufacturer narrative:
A visual inspection was performed on the returned device. The reported break could not be confirmed; however, it is possible that the noted stretched coils could be the damage being reported. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported break or noted stretched coils. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during opening of the package, the ht-bmw universal guide wire was removed from the hoop and the tip was noted to be broken [appears to be in one piece]. There was no device use or patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.